Manufacturer narrative:
(B)(4). Batch #: unknown. The following information was requested, but unavailable: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Was the fallen piece retrieved from the patient? Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during laparoscopic hysterectomy the enseal trio was used. When taking a bite of thick tissue, the bottom jaw of the enseal trio broke off into patient. There were no patient consequence.